Event description:
The pt developed an infection shortly after the pump was implanted. The pump was explanted and the pt was treated with a 16 day treatment of antibiotics. The pt continues to be hospitalized as has since developed pancreatitis.